Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 27 mg/dl. Reportedly, the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit. Customer¿s bg was treated intravenously with unspecified fluids. The customer was discharged on (B)(6) 2026 with no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.